Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. It was reported that the distal end of the basket of subject device was broken. The physician tried to use the emergency lithotriptor. The procedure was completed with a different device. There was no further information reported. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01323 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation on october 6, 2017 found that the operating wire was broken at 2090 mm from the distal end. The operating pipe side was not returned to omsc. The broken section of the operating wire had a shape due to a pulling load. The basket wire was deformed. As a measurement result of the outer diameter of the operating wire, there was no abnormality. The device history record for the lot indicated no abnormality with the event-related items. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the operating wire might be broken and the basket wire was deformed. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.